Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was more than 600 mg/dl. The customer reported that they vomited. The customer was treated with bolus. Customer called to clinic. Customer¿s blood glucose level was 206 mg/dl at the time of call. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.